Event description:
It was reported that during preparation of the emboshield nav6 (eps) that when loading the filtration device into the delivery catheter (dc) tip of the eps detached and the wire came completely through the dc. The device was not used in the procedure. There was no patient involvement and no clinically signifcant delay reported in the procedure. Another emboshield eps was used in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the reported material separation. It may be possible that during preparation, excessive force was applied while pulling the filtration element into the delivery catheter pod causing the barewire tip to detach resulting in the wire pulling through the delivery catheter; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.